Event description:
The reporter stated that she had obtained frequent er1 messages on her surestep meter and became so frustrated that she stopped using the meter for a few days. She did, however, continue to take her normal oral medications and ate as usual. On 7/1, she again obtained several er1 messages, as well as blood glucose results of 225 and 240 mg/dl. She felt these results were high for her and changed her diet so that she was eating only vegetables. She attempted to contact her physician, but he was on vacation. She did not seek any medical advice.